Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date 18dec2024 was reviewed. The log file captured intermittent low voltage hazard and no external power alarms in (B)(6) 2024 from 2:18:05 to 2:18:33 due to losses of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power without any issues. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. The root cause of the reported event was determined to be the patient accidentally removing external power from the system. The heartmate 3 left ventricular assist system (lvas) patient handbook and instructions for use (IFU) explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu. These documents instruct the user to first connect the system controller to heartmate 14 volt batteries when moving the mobile power unit to a different location or ac power source. These documents state that at least one system controller power cable must be connected to a power source at all times and instruct the user not to rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. These documents also explain how to switch from the mpu to batteries. The IFU and patient handbook also inform the user that the mpu must be plugged into a properly-tested ac electrical outlet that is dedicated to mobile power unit use and instruct the user not to use portable, multiple outlet (power strip) adapters or extension cables. The device history record for the mobile power unit (serial number (B)(6)) with shop orders (B)(4) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit was shipped to the customer on (B)(6) 2022 through customer order (B)(4). Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use (IFU) section 6 ¿caring for the equipment¿ and heartmate 3 patient handbook section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files contained a no external power event while connected to the mobile power unit. Low voltage hazard events were also seen and were the result of slow discharge of the mpu capacitors when the mpu suddenly lost power. The events appeared to resolve once external power was completely restored. No other abnormal system controller alarms or pump faults were seen in the log files. The pump appeared to be operating as intended. The mobile power unit had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or the back of the unit. The patient accidentally removed power at the time of event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
D4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.